Event description:
Related manufacturer reference number: 1627487-2022-04251. It was reported the patient experienced ineffective stimulation due to high impedances and the ipg was inoperable due to not charging as recommended. Surgical intervention took place wherein the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1of [2 scs leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 5205689. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.